Event description:
The facility reports after the bath, with the tub in the lowest position, the tub chair was raised to clear the tub edge. The safety belt was not applied. Standing at the side of the tub chair (red handle), the staff used left arm to assist the pt's legs over the side of the tub. Using the red handles, the staff backed the chair up to the tub-end area. The chair was positioned away from the tub to allow the operator access between the tub and chair. The staff assisted the pt with drying and then requested the pt complete the drying. The staff returned to the tub controls and raised the tub. The staff visually inspected the tub clearance with the pt and chair. Staff noticed the drain making strange noise, and observed the pt and tub chair flipping on its side. The staff opened the door and called for help. The pt was conscious, and four staff assisted the pt into a wheelchair. The pt sustained a fractured left hip, left facial fractures, and a subdural hematoma on the left side of the head/brain.